Event description:
Same patient as MFR report #: 2134265-2012-06781. It was reported that during a percutaneous coronary procedure, a balloon rupture occurred. The procedure treated the 99% in-stent restenosis of a previously implanted unspecified promus element stent, located in the moderately calcified and moderately tortuous proximal right coronary artery. A 3.0x30mm apex balloon was advanced for treatment, but the balloon ruptured at 6 atms on the 1st inflation. No further patient complications were reported and the patient status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family, will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).